Manufacturer narrative:
There were no product malfunctions reported. The user did not retract the soft tissue properly while the robot was cutting, and he was distracted by the need to clean up the posterior surfaces of osteophytes just prior to the cutter approaching the area, which resulted in the robot nicking the skin. The surgeon recognized his lack of timely response to the direction of the clinical trainers in the room. The impact to the soft tissue was a small divot along the incision line, and was compensated for upon suture.

Event description:
It was reported that during the robot's pivot out of the anterior surface cut and before the medial posterior cut, the surgeon was cleaning up the posterior surfaces of osteophytes prior to the cutter's arrival. At that time no retraction of the skin was taking place on the medial side of the knee and no person had their finger of the pause button, and the cutter nicked the skin of the patient. Once that occurred the pause button was immediately pressed to verify what had been touched by the cutter. The patient's skin was cut by the cutter during surgery. It was sewn up after surgery in the incision line.